Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was not returned to olympus medical systems corp. (Omsc), but returned to olympus repair center for evaluation. According to the evaluation, the following was found. The biopsy port was loosened. There was dirt inside the lens. There was a stain on the endoscopic image. There was leakage from the control unit. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Omsc confirmed similar past events of the same product model and found that similar events have occurred due to applied excessive stress for the device. Therefore omsc surmised that this phenomenon attributed to applied excessive stress for the device. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During the reprocessing, the user found that the suction channel port was loose. The device was not used during the procedure. Therefore, this phenomenon did not affect the procedure. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.